Manufacturer narrative:
Corrected data: upon reviewing the complaint folder, it has been determined that with current information, this report of explanted lens due to power miss resulting in the patient being -0.50 and unhappy, does not meet criteria for reporting based on applicable medical device regulations. A post-operative refraction of -0.50 does not represent an injury to the patient that necessitates intervention to preclude permanent damage or injury. There is no evidence of a life threatening injury/illness or permanent impairment/damage, there has been no medical or surgical intervention to preclude permanent impairment/damage and the information provided does not represent a product problem that is likely to cause the above-mentioned events if the product problem were to recur. Thus the reported complaint is no longer considered a reportable event. Therefore, no further information will be submitted under medwatch 2648035-2021-07451. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The device was discarded and will not be returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 model intraocular lens(iol) was explanted from patient's right eye due to power miss of -0.50 and the patient is unhappy. Additional information received states that the issue with the lens was that it is of incorrect power. No medical/ surgical interventions such as incision enlargement, vitrectomy or sutures were performed. The replacement lens used is of same model but different diopter. The suspect product is not retuning for evaluation. Patient was on target at the time of discharge. Patient/ user outcome: visual acuity pre-op (pre-initial implant): 20/50. Visual acuity post-op (post-initial implant): 20/60. Target refractive value pre-op (pre-initial implant): -0.25. Final refractive value post-op (post-initial implant): -0.75 no further information available.